Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) and medical intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr) with leaflet restriction and tethering on the posterior side. It was noted that the leaflet restriction had made grasping difficult. Upon deployment of the first clip, some additional movement was obseved. A second clip was implanted to stabilize the first clip and mr was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. Approximately one month later, in august, a transthoracic echocardiogram (tte) was performed. A single leaflet device attachment (slda) was observed from the posterior leaflet. The slda occurred with the second previously placed clip. The physicians were unsure if another clip could be placed medial to the first clip. Ultimately, an additional clip was not implanted. Mr was severe at 3-4. The physician did attribute the slda to the pre-existing patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and the reported difficult or delayed positioning associated with leaflet grasping, migration/partial clip movement associated with additional movement that was observed upon deploying the clip and slda appear to be related to the patient conditions (leaflet restriction and tethering on the posterior side). Mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.a typo in b5 from the initial report was corrected. The following statement was removed: "the slda occurred with the second previously placed clip." The correction is as follows: "the slda occurred with the first clip that was implanted. The second clip that was previously implanted during the index procedure stabilized the slda. The physicians were unsure if another clip could be placed medial to the first clip to further stabilize the slda."

Event description:
Approximately one month later, in august, a transthoracic echocardiogram (tte) was performed. A single leaflet device attachment (slda) was observed from the posterior leaflet. The slda occurred with the first clip that was implanted. The second clip that was previously implanted during the index procedure stabilized the slda. The physicians were unsure if another clip could be placed medial to the first clip to further stabilize the slda. Ultimately, an additional clip was not implanted. Mr was severe at 3-4. The physician did attribute the slda to the pre-existing patient anatomy. No additional information was provided.